Event description:
It was further reported that 134 days post-index procedure, with complaints of chest pain similar to his symptoms prior to the last two pcis. Cardiac enzymes were within normal limits and EKG revealed no st changes. The 85-90% lesion in the proximal lcx was treated with a 3.0 x 8 mm taxus stent with less than 10% residual stenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as 2134265-2010-05685. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. In (B)(6) 2009, the circumflex artery was treated with a 3.5x12mm and a 2.75x16mm taxus liberte stent. In (B)(6) 2010 the patient presented for the study procedure with chest pain "suspicious for ischemic pain" and was brought to the cath lab. Angiography results showed that there was a 50% in-stent restenosis (isr) in a previously placed stent in the more distal vessel of the circumflex artery. It was unclear if the 50% isr contributed to any of the subject's symptoms. A second lesion in the circumflex was 70% stenosed, 3.0mm, 14mm long. The physician treated the lesion with direct stenting using a 3.0 x 16 mm taxus liberte stent with 9% residual stenosis. The patient was discharged on the next day on aspirin and prasugrel.